Event description:
It was reported that during a peripheral coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous left anterior descending (lad) artery. An unk stent was deployed in the lesion. The apex 8x2.25mm balloon crossed the stent and was inflated to 10atm one time. The balloon ruptured. The inflation time is unk. The balloon was being used to expand a strut of the stent. The procedure was completed with another of the same device. No patient injuries or complications were reported. The pt's status is reported as "no problem."